Event description:
The report rec'd indicated that the 6f avanti sheaths were clotting during the procedure. Further info indicated the devices had been in place for approx 15 mins. The problem was encountered at the end of the procedure, right before taking a groin shot. It was indicated that the sheaths were not flushed continuously and were flushed only during prep. Therefore, right before shooting the groin, when the physician pulls back, resistance is encountered and as a result, it is very difficult for the physician to aspirate any fluids. There was no report of injury to the pt.

Manufacturer narrative:
During an invasive procedure, the 6fr avanti+ sheaths were clotting after approx 15 mins of use. As reported, the physician "has to pull very hard" to aspirate the units. No pt injury occurred. As reported, the sheaths were flushed only at prep. The prod IFU states: after aspiration and flushing, consider establishing a heparinized solution or suitable isotonic solution via the sideport extension. The addition of a heparinized saline drip via the sideport can help in the prevention of thrombus formation. The prods were not returned for eval. A review of the mfg records could not be done without a lot number. The complaint could not be confirmed without return of the prod for analysis. Thrombus formation is a potential adverse event associated with the use of catheter sheath introducers. Review of the info suggests that procedural factors (infrequent flushing) may have contributed to the event. Please note that there are four units involved in the same pt and associated with the same prod info.